Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the vessel sealer extend (vse) instrument to perform failure analysis. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. Site had similar issue in previous procedures, patient identifier 922610 has been submitted for previous occurrence.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the surgeon noted that the vessel sealer extend instrument was getting stuck on tissue more often than before. No known impact or patient consequence was reported.